Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events. No damage, defect, or moisture ingress was observed to the battery compartment. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage, defect, or moisture was observed to the pump¿s internal components, including the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a no-power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015.

Manufacturer narrative:
Follow-up #1 - additional information: this complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in CAPA-(B)(4). The new MDR monitoring report is included in the animas (B)(4) response related to MDR timeliness.